Event description:
A report was received that the patient had discomfort and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-8216-50, serial #:(B)(4), description: artisan surgical lead, 50cm. Model #:sc-4316, serial #:(B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.